Event description:
The customer reported a 2 ml blood tinged fluid leak which was contained within the unicel dxh 800 coulter cellular analysis system. The leak appeared to be from the air mix and temperature chamber (amtc). The operator was wearing personal protective equipment (ppe) consisting of gloves and lab coat at the time of the incident. Patient samples or results were not reported to have been affected by the leak. No injuries occurred and medical attention was not sought. The customer did not report exposure (splashed or sprayed) to mucous membranes or open wounds. The customer did not review the msds. The facility does have an exposure control / risk management plan in place. On the day of the event, a field service engineer (fse) was dispatched to investigate the event. The fse found the nrbc chamber drain port clogged with tube stopper debris. The fse flushed the nrbc and differential chambers to remove the tube stopper debris. Fse cleaned the nrbc chamber area and resolved the leak. Service activity performed is verified to meet the specified requirements per established procedures. Results meet published performance specifications. The nrbc chamber associated with this leak may be diluent, blood, lyse and cleaner while in operation and cleaner while in shutdown.

Manufacturer narrative:
Cause of the leak is the nrbc chamber drain clogged with tube stopper pieces. (B)(4).